Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer was overheating. Analysis noted sensor 5 overheated and a message stating the programmer was overheating appeared. Analysis also noted the hinge plate screws were missing and the hard drive health was less than 100%. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. There was no patient involvement.